Event description:
It was reported patient underwent knee arthroplasty on an unknown date. Subsequently, patient's axle lockpin is loosening. It is unknown whether a revision has occurred.

Manufacturer narrative:
This follow-up report is being filed to relay the date of the revision procedure, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to patient's axle lockpin loosening.